Event description:
The customer contact reported the device touchscreen did not respond when pressed. The device was returned to the biomedical department with a note that stated buttons on display does not recognize being pushed. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond when pressed. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was found to not respond when pressed. The probable causes could be due to the display pwa (printed circuit board). The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.